Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product issue was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check supply line alarm during the prime on the homechoice machine (hc). The home patient (hp) stated she changed out the cassette once and the hc re-alarmed. The technical service representative (tsr) advised the home patient (hp) it is not safe to disconnect the bags and reconnect them. The tsr advised the hp to start over with new supplies. The there was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.